Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that an alarm was heard and confirmed via telemetry. The pump was alarming ever 2-5 min and safe state occurred on (B)(6) 2018. It was thought that the patient was receiving morphine at 0.1 mg/day but the rep was not certain of that. The patient was pregnant and due for a c-section in (B)(6) 2018 so they probably would not do anything with the pump until after that time frame. No symptoms were reported and no further complications were expected or anticipated.